Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the cgm bg reading was less then 70 mg/dl, and the meter bg reading of 351 mg/dl. No additional patient or event information was available. Reportedly, the customer calibrated the cgm when readings were not present. A replacement sensor was sent to the customer.